Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Corrected fields: h6(medical device problem code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the alarm occurred twice consecutively and contacted esp for guidance on appropriate actions should the alarm recur. The customer did utilize the help screen and the iab fill key to restart therapy before calling. Esp personnel guided the customer through troubleshooting steps, including verification that there was no blood present in the helium tubing, confirming all connections were secure and properly attached, and ensuring there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information the customer gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by changes to intrathoracic pressure related to frequent coughing.

Event description:
(B)(6), an ICU rn, called into emergency support program line for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the alarm had gone off twice in a row and she was inquiring about what to do if it went off again. She did utilize the help screen and the iab fill key to restart therapy before calling. Esp team had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp team explained the nature of the alarm and based on the information she provided regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by changes to intrathoracic pressure related to frequent coughing. Esp team encouraged (B)(6) to call back if the alarm go off several times in an hour so that they could troubleshoot together.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).